Event description:
It was reported via clinic notes received that the pt has been experiencing an increase in seizures since her last visit with the neurologist. She was noted as having at least four seizures per week. It was noted that the pt's vns was interrogated and it indicated the generator was at end of service. Surgery to replace the pt's generator has occurred. The explanted generator has been returned and is currently undergoing analysis. It was noted that the pt's phenobarbital has been increased, likely to address the increase in seizures.

Event description:
Analysis of the explanted generator has been completed. The generator was confirmed to be at end of service with a battery voltage of 2.1 volts. Otherwise, the generator performed to specifications and no anomalies were found. Attempts for additional information have been unsuccessful to date.